Event description:
It was reported that the proximal tip of the catheter broke off inside the patient during insertion. The patient was taken to the hospital where the broken catheter tip was removed, the doctor findings speculate that the patient was cut by the catheter. It was later reported per additional information from the ibc via email 17may2019; the catheter broke about 18 cm from the time. There was no additional medical treatment or medication for the cut the patient received. Per additional information from the ibc via email on 17may2019, the catheter broke about 18 cm from the time. There was no additional medical treatment or medication for the cut that the patient received. Per the pmd the break occurred on the 10th day of use, not during insertion.

Manufacturer narrative:
The reported event is confirmed, however, the cause is unknown. Evaluation found that the returned catheter had been broken at the catheter shaft. The area of breakage appeared to have a jagged tear. The breakage did not occur as a result of any manufacturing process related cause. A potential root cause for this failure mode could be user related (handling issue/pulled)that could cause the catheter to break. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use in patients who are or have been allergic to natural rubber latex."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the proximal tip of the catheter broke off inside the patient during insertion. The patient was taken to the hospital where the broken catheter tip was removed, the doctor findings speculate that the patient was cut by the catheter. It was later reported per additional information from the ibc via email 17 may 2019; the catheter broke about 18 cm from the time. There was no additional medical treatment or medication for the cut the patient received.